Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device had a broken 4-40 stud. No further information available. There was no patient consequence.